Event description:
While using a metal atraumatic grasper to help stabilize insertion of a blue plastic trocar placement in patient abdomen, staff noticed blue fragments in abdomen.  Blue trocar was scraped causing pieces to come dislodged into patient.  This technique is used frequently but the trocar stays intact.  Small fragments that were visible were removed immediately and a new 11mm blue plastic trocar was introduced onto the sterile field.